Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007 due to extrusion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent office mesh trimming in (B)(6) 2006 due to pain, drainage and mesh erosion and underwent debridement of mesh on (B)(6) 2006 due to emergency debridement due to fever and infection. It was reported that the patient underwent mesh removal on (B)(6) 2007 due to pain and drainage. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01387. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01387. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion, the patient experienced urgency, difficulty voiding, pelvic pressure, protrusion from the vagina, bowel dysfunction, incontinence, incontinence with intercourse, abscess and cystitis. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.